Event description:
It was reported that the device was used during a lobectomy and fired malformed staples. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.